Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the image disappeared during down angulation operation. Additionally, it was found the e216 error code (scope communication error). It was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image displayed on the deflectable videoscope during angulation in the up/down positions. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the reported event was replicated due to a damaged charged coupled device unit (ccd). The damaged ccd also caused an e216 scope communication error to occur. In addition, water tightness had been lost due to a pinhole on the video cable. The adhesive on the bending section cover was chipped. The label on the light guide connector had peeled. The indication on the light guide connector was not correct and the light guide cover had a scratch. The video connector case was deformed. The bending angle in the 'up' position was out of specification due to wear of the angle wire. Due to a damaged forceps elevator lever, the bending section could not be fixed properly and the angle knob torque of the forceps elevator lever when engaged was out of specification. Should additional relevant information become available, a supplemental report will be submitted.